Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump ran out of insulin. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual insulin injection was administered to address bg level. Customer loaded a new cartridge to resolve the issue.